Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump "clears history, does not record". There was no allegation of a blood glucose excursion. This issue is potentially reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.